Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient had received a previous inappropriate shock due to oversensing of lower signal amplitudes. Recently, the patient received an additional inappropriate shock due to possible electromagnetic interference or muscle noise. In addition, smart pass has been turned off multiple times in the past. The device was explanted. There were no additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device passed bench sense-vector automated testing and is functioning normally.

Event description:
It was reported that this patient had received a previous inappropriate shock due to oversensing of lower signal amplitudes. Recently, the patient received an additional inappropriate shock due to possible electromagnetic interference or muscle noise. In addition, smart pass has been turned off multiple times in the past. At this time, the system was reprogrammed to alternate sensing vector and system evaluation was recommended. No adverse events were reported.

Event description:
This supplemental report is being filled to include device explant information. No additional adverse events were reported.